Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair details.

Event description:
The customer reported that the touch screen is unresponsive. It is unknown if the device was in use on patient or if there's any patient harm.

Manufacturer narrative:
The field service engineer (fse) calibrated the touch screen to address the reported issue.

Event description:
The customer reported that the touch screen is unresponsive. The fse went to the customer and told us there was no event and no patient involved.